Event description:
The suture was used to secure a bard combix patch used for the repair of a large ventral hernia. Approximately 25 suture knots had been placed; interrupted suturing technique was employed. Reportedly, the knots were tied with instruments and were all square knots with 6 - 8 throws. Five days postoperatively during a follow-up visit, the patient presented with wound drainage and an abnormal protrusion. A staple was removed and small bowel was visible. The surgeon has performed many surgeries of this type, using the materials mentioned above, but has never seen anything like this.